Manufacturer narrative:
Product complaint #(B)(4) date sent to the FDA: 3/21/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: can you identify the lot number of the product used? Unknown. Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. No device can be returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened when sewing during the surgery. The needle did not fall into the patient. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.